Event description:
Customer received results of 5.9 mmol/l, 26.0 mmol/l, and 5.0 mmol/l on compact plus system 1, and a result of 16.5 mmol/l on compact plus system 2 within 10 minutes. High blood glucose symptoms were reported with these results. Customer was able to self-treat by drinking water. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 2. Customer discarded the product.